Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to possible electromagnetic interference (emi). Currently, this product remains in service and no additional adverse patient effects were reported.